Event description:
The company was informed that the patient has a sore spot that is inflamed at the implant site from headpiece irritation. The patient reportedly has been wearing a bicycle helmet over the headpiece. The patient was advised to discontinue using the headpiece. The patient is being monitored by the center.